Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. External visual inspection of the device noted the header was broken and separated from the case. Microscopic visual inspection of the lead barrels noted slight body fluid contamination in both lead barrels. Visual and mechanical inspection of all set screws was performed. All set screws were found to move normally and completely in both clockwise and counter clockwise directions. They were not stuck in any direction. The distal ventricular seal plug was missing from the device. The distal ventricular set screw capture washer was volcanoed or bent up, indicating a force exerted upon it in the counter clockwise direction. The distal ventricular set screw was received in the up position, and was free. All other seal plugs are intact and undamaged. The device was confirmed to have declared ert. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated. .

Event description:
Boston scientific received information that this pacemaker displayed an estimated one year of battery longevity remaining in december of 2014. In march of 2015 end of life (eol) was declared. Autocapture was reported to have been programmed on. The patient was seen for a change out procedure. During the procedure the right ventricular (rv) lead set screw was reported to have been stuck and was unable to be loosened. Bone cutters were used to cut the header from the device and free the rv lead. The device was returned for analysis. There were no adverse patient effects reported.